Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strips code: unknown. Strip storage: unknown. Symptoms: sweating, confused and dazed. A pt reported they were not able to get a reading. Their meter allegedly would power off before use and displayed er1. Not able to get a blood reading on meter. There was no treatment. No further info has been reported.